Manufacturer narrative:
Upon inspection of the final device, it was determined the device experienced litter cannot be raised, and was stuck in a lower than desired position, which is not reportable.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced a litter/jack drift. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the devices experienced a litter/jack drift. There was no patient involvement.